Event description:
It was reported that the patient presented in clinic for routine interrogation. It was noted that a decreasing r wave trend was observed. Programming to a unipolar mode was conducted. The patient was stable throughout and no discomfort was noted.